Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was a defective pilot valve. Additional malfunctions were a defective o-ring and defective tie strap on the sieve beds.